Event description:
A hospital in a foreign country reported that, the heater wire pins were faulty when connected inspiratory tube of the rt235 breathing circuit to humidifier.

Manufacturer narrative:
This report was omitted in error and detected during a check of complaint data. Method: the actual device is not available for inspection. Comment is on event description. Results: bent pins in the respiratory tube tester wire can prevent making an electrical connection with the mr850 humidifier. The humidifier generates an alarm if an electrical connection is not made. This can happen either by the user connecting the adaptor at an angle or during the production test of the heater wire electrical continuity. Where the pins are bent marginally, the tester can still pass the device as an electrical connection is still possible. Conclusion: we can not make any conclusion on the specific device. The production tester has now been redesigned to correctly align the tester and prevent bending of pins. The rate of occurrence for such complaints is less than 0.0001% worldwide for the last year.